Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that he bled from the insertion site after he inserted the sensor into the abdomen on (B)(6) 2019. He bled so much that the blood was on the adhesive and the sensor would not stick to his skin. He called his endocrinologist on (B)(6) 2019, who recommended that he report the issue to dexcom and to decrease his daily baby aspirin intake to four times a week. He also sustained a bruise at the insertion site. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.